Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 464 mg/dl. The customer stated that he had 13 units of active insulin on board, and his most recent blood glucose was 389 mg/dl. The customer was advised to change the infusion set without changing the reservoir. The customer stated that the insulin prescription would be changed. He was advised to change the insertion sites.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.